Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced dizziness, shortness of breath, trouble speaking, shaking, and seizure . The length of sensor wear was 4 days and customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was unable to self-treat and was seen by a healthcare provider where readings of 150mg/dl were taken on their meter and customer was then given unspecified treatment. There was no report of death or permanent impairment associated with this event.